Event description:
(B)(4). Cramping, fatigue, sharp hip pains, back pains/spasms, headaches, missed periods for 3 months or more at a time, constipation, weight gain, hair loss, eye sight has gotten worst, lost libeido, tired 24/7, moody, acne, low iron.